Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product return was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00877503201, femoral head, lot # 2895219. Item # 00620005222, cup, lot # 63709882. Item # 00632005032, liner, lot # 63851013. (B)(6)

Event description:
It was reported that a bilateral patient underwent a revision surgery approximately one month post implantation due to a femoral bone fracture causing stem loosening. The patient was ambulating up stairs and indicated a cracking feeling with instant pain in hip. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of medical records and radiographs. Review of pre-operative x-ray indicates vertical fracture proximal femur medially, resulting in a lesser trochanter fracture fragment which is medially displaced.device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.